Event description:
About 4-5 years ago pt discovered some type of implant in their ears. They have a transistor type sound. The only time pt has been under general anesthesia was during a hysterectomy. Pt did not request implants, and they have never been convicted or accused of any crime. In pt's investigation and research to find out what has been put in their ears they discovered info on cochlear implants and also microchips. Pt has to say the effects of this type of implant have had such a negative effect on their life that they think FDA should know some of the details of what it is like to live with these implants, especially when they read info about putting these in young children. There has never been a time since these were put in pt's ears that their body has not been vibrating as if riding on a bus. Pt has not been successful in seeking help from a doctor as they felt the need to be careful, since these appeared without their requesting any type of device of this nature.